Manufacturer narrative:
(B)(4) correction emdr. Sales rep responded with additional information regarding the event and confirmed that the lot was e13 instead of e19. The customer initially reported the wrong lot. H3 other text : no device was available for evaluation.

Event description:
It was reported that the scissor tip disengaged from the handle and fell into the patient during a procedure causing the surgeon to have to open up the patient. It was during a lap chole procedure. The tip was retrieved laparoscopically during a fluoroscopy. The patient was reported to be stable but there was a delay to the procedure. The procedure was completed as planned.

Manufacturer narrative:
Supplement emdr for pr (B)(6). Manufacturing facility performed a review of the device history record for the reported lot and no quality issues were found during production. A sample was not returned for evaluation, therefore, bd could not perform a thorough investigation to confirm the reported issue or determine a root cause. If any additional information or a sample becomes available a follow up emdr will be submitted. H3 other text : no device was available for evaluation.

Event description:
It was reported that the scissor tip disengaged from the handle and fell into the patient during a procedure causing the surgeon to have to open up the patient. It was during a lap chole procedure. The tip was retrieved laparoscopically during a fluoroscopy. The patient was reported to be stable but there was a delay to the procedure. The procedure was completed as planned.

Manufacturer narrative:
(B)(4) initial emdr. End user reported that no device was available for investigation. Therefore, bd was unable to perform a thorough investigation to determine the root cause for the reported failure. A lot/batch number was not provided as well so we could not review the batch history for any possible issues during production. It was reported that the patient was stable but the procedure was delayed. If any additional information becomes available or if the device becomes available for investigation a follow up emdr will be submitted. Date of event was unknown. Bd awareness date was used.

Event description:
It was reported that the scissor tip disengaged from the handle and fell into the patient during a procedure causing the surgeon to have to open up the patient. It was during a lap chole procedure. The tip was retrieved laparoscopically during a fluoroscopy. The patient was reported to be stable but there was a delay to the procedure. The procedure was completed as planned.